Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell two of four. The hp stated that the supply bag fell off of the table and disconnected. The technical service representative (tsr) assisted the hp in ending therapy. The hp elected not to restart therapy but to use manual supplies for therapy in the morning. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnect or leak. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. Should additional relevant information become available, a supplemental report will be submitted. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.